Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an under delivering alarm. The customer¿s blood glucose level was 28.5 mmol/l at the time of the incident. The customer¿s other relevant blood glucose level was 33 mmol/l, and 32 mmol/l, 11 mmol/l. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer was using insulin pump within 48 hours of the event. The customer was treated with insulin pump for high blood glucose values. The drive support cap was normal. Troubleshooting was performed and the product will not be returned for analysis.